Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was implanted into a patient. On (B)(6) 2022, the patient presented with mental confusion and pericardial effusion around the ventricle. Pericardiocentesis was performed and the effusion was drained. It was thought for a day that the patient had a stroke, but it was later determined that the symptoms were due to high blood pressure. The patient is reported to be stable. No additional information was provided.

Manufacturer narrative:
An event of mental confusion and pericardial effusion around the ventricle was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.